Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels of 33mg/dl. The customers current blood glucose values are 122mg/dl. The customer stated was sleeping when incident occurred, customer states incident of low blood glucose levels occurred 3 days in a row. The customer treated low blood glucose levels with juice. The customer pump has a normal drive support cap, customer was no admitted into hospital nor was ems dispatched. The customer declined to trouble shoot for low blood glucose levels since complete set was going to be replaced.